Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced loss of consciousness and hyperglycemia and could not really remember exactly what happened and could not confirm what the reading was at the onset of the episode. The patient uses insulet omnipod5 in hybrid closed loop. When the patient passed out, the spouse called an ambulance. The patient could not recall the behavior of the continuous glucose monitoring (cgm) display device during that time. She was treated with an insulin drip for a few days for hyperglycemia and breathing treatments for pneumonia. The sensor was not used during the hospitalization. She was discharged after 3 days and was fine during the report. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise under an hour. The device functioned within specifications. No additional patient or event information is available.